Event description:
Additional information received from the consumer reported that the patient notified their managing health care provider (hcp) about their diarrhea, pain, inability to urinate, and difficulty with programs at an appointment on (B)(6) 2016. The diarrhea stated by itself and the patient had not been able to empty their bladder for at least a year. The step taken to resolve the patient's issues was that the kept trying new programs. The patient's diarrhea, pain, inability to urinate, and difficulty with programs had not been resolved. The patient's body changed by itself and their abdomen had gotten very distended.

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2016. The patient had pain and diarrhea on program 4 at 3.3v and was "blowing out gas" as well. The patient felt stimulation in the correct area and the therapy was on. The patient wanted to change programs and didn't know what program to switch to because they had tried all of them and none of them worked. The patient switched to program 2 and felt pain, so they moved to program 3 where they could feel stimulation comfortably on (B)(6) 2016. The patient would have an appointment with their health care provider (hcp)next week. On (B)(6) 2016 the consumer further reported that they were not able to urinate on program 3 for the last 3 days and wanted to change to program 4. The patient had been using a catheter for the last 3 days. The patient programmer was not beeping like it used to, but was showing information and the setting on the screen. The patient did not feel stimulation and the therapy was on. The patient adjusted the setting from program 3 at 2.7v to program 4 at 3.3v. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.